Manufacturer narrative:
Complaint of burnt smell confirmed. Product failed functional testing with hand piece stall error when hand piece was engaged. Cause of error is a burned resistor r54 on main pcb pn: 11800060 with date code/ serial number: (B)(4). Resistor r54 is in the motor sensor circuit (motva). A defective hand piece could have damaged main pcb. (B)(4).

Event description:
It was reported that during a hip arthroscopy procedure using a dii controller, the shaver hand piece started to get warm and suddenly the shaver controller started to send out much smoke. There was no procedural delay. The procedure was completed using a back-up device.